Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was a c-34 error on the system. The bipolar cable and the energy cords were replaced twice prior to calling the technical support engineer (tse). The tse confirmed the error c-34 pointing to a defective integrated electro surgical unit (erbe). The tse advised the customer to power cycle only the erbe. The tse advised the customer to swap the erbe for a force triad generator and guided the customer on how to set it up. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the electrosurgical unit (erbe). Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa found error c-34 in the logs.

Event description:
Refer to h10/h11 for follow-up information.